Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. This emdr is being submitted for unknown number of quantities. It was reported that the patient experienced an insulin flow occlusion issue (B)(6) 2026. The blockage due to all items from a box of ten infusion sets having cloudy or dull tubing. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.